Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and high pacing thresholds. The patient reported experiencing shocks and chest pain. Technical services (ts) reviewed the device data and initially recommended programming to lv-only pacing, as loc was observed. Ts noted high output on the lv channel and confirmed that no recent shocks had been delivered. Following reprogramming to lv-only pacing, ts determined that the lv lead was successfully capturing. No additional adverse patient effects were reported. This lv lead remains in service.